Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found with a defective camera instrument adapter. The failure analysis investigation placed the 30-degree endoscope through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly during testing and confirmed as binding. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting inverted image display and non-intuitive movement, an investigation is in progress to determine the cause of this reported event. Isi has received the endoscope involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Although the complaint has not been confirmed by failure analysis since the investigation is in progress. The information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 30-degree endoscope could not be moved up and down. It was further reported that the displayed image was inverted, and the endoscope allegedly moved non-intuitively. Abnormal noise was also observed. The endoscope was removed. Examination of the base confirmed that the endoscope was hard to rotate by hand. The issue was resolved after the customer reseated the endoscope. No further issue reported. The procedure was completed using the same endoscope with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer confirmed that the reported event occurred on (B)(6) 2023. No additional information could be provided regarding the reported event.